Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional and a visual assessment were performed and the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear and use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery or surgery it was observed that the motor device was would "not hold the burr". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure. A spare device was available for use. There were no injuries or medical intervention reported. The exact event date was unknown. However, the reporter clarified the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4)evaluates the device, a supplemental medwatch report will be sent accordingly.